Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Sales rep reported that a revision was required as the clinician felt the device was not draining properly. The patient received a new valve and is reported to be doing well.

Manufacturer narrative:
Complaint sample was not returned to codman, and serial number is not available; therefore, the evaluation could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). This complaint has been re-opened as the device was returned for investigation. Upon completion of the investigation it was noted that the position of the cam when valve was received was 120mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was tested for programming and passed the test. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 28th june 2005. No root cause could be determined for the problem reported by the customer, as the valve functioned. The problem reported by the customer could not be duplicated in the laboratory setting. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.